Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bottom port on the integrated electrosurgical unit (iesu) worked half the time and often displayed a check energy cord despite the fact that no instruments were installed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported issue. The system was tested and verified as ready for use. Isi has received the iesu for evaluation and completed the failure analysis investigation. The reported failure was confirmed and reproduced during testing. The front bezel was found to be cracked at the bottom and was loose. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the manufacturer for repair. A log review confirmed the procedure date of (B)(6)2022. Via system sk0707. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported due to the energy port not connecting at all times during the procedure. The fse confirmed the issue and replaced the unit. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.